Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4, h4, h5, h6. It is unknown which item/lot number out of the following was used during the event: part number: 20-8000-000-10 lot: 66120666. Part number: 00-5901-020-00 headless trocar drill pin 3.2 mm diameter 75 mm length lot: 66160994 ¿ product code: lxh - 510k: exempt ¿ UDI : (B)(4) - manufacturing date: jul 20, 2023 ¿ expiration date: jul 17, 2033. Part number: 20-8000-000-11 fix pin fltd 3.2dx80mm 2 pack lot: 66120615 ¿ product code: olo - 510k: k182964 ¿ UDI : (B)(4) - manufacturing date: oct 11, 2023 ¿ expiration date: jun 30, 2028. The product was not returned for evaluation. As per the analysis of the provided x-ray picture: there is a small radiodensity at the posterior cortex of the distal femoral diaphysis consistent with the retained fractured pin. Small retained pin fragment within the distal femoral diaphysis. Review of the device history records identified no deviations or anomalies related to the reported event. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 foreign: china it is unknown which item/lot number out of the following was used during the event: 00-5901-020-00 lot: 66160994. 20-8000-000-10 lot: 66120666. 20-8000-000-11 lot: 66120615. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
After surgery, x ray shows the pin fractured into patient. Because of the postoperative results and patient satisfaction, it was communicated to the patient that there would be no revision to remove the fractured pin. Attempts have been made and additional information on the reported event is unavailable at this time.